Manufacturer narrative:
In response to FDA report number: mw5093662. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency they were injected with juvéderm voluma® xc in the cheek area and nasolabial folds. 5 to 10 days later, patient experienced "blister like bumps", "a clear liquid would drain", "a little white object that looked like a parasite would come out, most often several of those things in each blister". The events were noted to be at the injected sites. Patient also indicated they were "extremely tired and unable to function as [they] normally would". Patient consulted multiple dermatologists, one of which diagnosed the event as an infection, and prescribed antibiotics. Symptoms are ongoing.